Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 977a260, serial# I(B)(4), implanted: (B)(6), product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer via manufacturer representative regarding a patient who was implanted with a neurostimulator (ins) for complex reg pain syndrome type 1 and spinal pain. It was reported that patient was feeling shocking for no particular reason outside of positional changes. Impedances were checked and contacts 1, 3 and 6 were out of regulation (oor). Patient was programmed around oor contacts for better coverage than patient has. Patient was happy when they left and the issue was resolved. The hcp had no further information and no further complications were reported/anticipated.